Event description:
On (B)(6) 2012, t2scn for tka patient surgery was performed. When the surgeon drilled the drill broke. The drill had interfere in the femoral component of tka. The surgeon used the other drill and finished the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.